Manufacturer narrative:
Date sent to the FDA: 7/9/2020. Additional h-6 method codes: 3331. A manufacturing record evaluation was performed for the finished device lot number al6181, and no non conformances / manufacturing irregularities were identified. Attempts are being made to clarify the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. The patient demographic info: weight, bmi at the time of index procedure? What was the tissue condition (i.e., normal or thin, calcified, fragile, diseased) when the suture was placed initially? How was the suture placed, interrupted or continuous? How was the suture tied (square knot or multiple knots one end)? Did the operating surgeon observe any suture deficiency or anomaly before or during the suture placement? Was there any precipitating stress factor for the suture breakage? Was the tissue dehisced? What is physician¿s opinion as to the etiology of or contributing factors to these events (delayed wound healing and suture breakage)? Other relevant patient history/concomitant medications? Was the wound healed after suture replacement procedure? Are there available unopened samples of same lot for evaluation? This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon inc, or its employees that the report constitutes an admission that the product, ethicon inc, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Manufacturer narrative:
(B)(4). To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent.

Event description:
It was reported that the patient underwent episiotomy on (B)(6) 2020 and suture was used. Two days after sewing in episiotomy, the suture broke. The patient also experienced poor wound healing. A new device was replaced for the patient. The patient¿s condition was reported as healed. Additional information will be requested.